Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) shut itself off even with a new battery. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the device shut itself off. Analysis did find that the upper case, side bail covers and battery drawer were broken. (B)(4).

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) shut itself off even with a new battery. The programmer was returned for repair. There was no patient involvement.